Manufacturer narrative:
B5- it was reported that a 13. 7mm, tmicl 13. 7, -14.0/3.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye on (B)(6) 2020. On (B)(6) 2021, the lens was explanted due to excessive vault and blurred vision. A lens of shorter length was later implanted, and the problem resolved. For cause of event other: the lens was too large for the patient. Was reported. H6- work order search: no similar complaint were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Date of event: unk. (Expiration date): unk, no serial number reported. (B)(4).

Event description:
It was reported that a 13.7mm, tmicl13.7, -14.0/3.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to excessive vault. A lens of shorter length was later implanted and the problem resolved. For cause of event other: the lens was too large for the patient. Was reported.